Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that had to remove the dental implant during its instalation surgery in intraoral region #5. The patient presented insufficient bone quality/quantity (bone type iii) and bone graft was executed. The implant was removed in consequence of the fracture of the bone plate where biomaterial was placed.